Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -16.0/5.5/083 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023, the lens was repositioned due to lens rotation not associated to a low vault. The repositioning did not resolve the problem. In a subsequent surgery, the lens was removed and later replaced for spherical lens. The problem was resolved. Reportedly, "new icl is in right position, and pupil is round and the light reflex is positive," and "after the replacement of icl instead of ticl, the patient's extra astigmatism of right eye will be corrected by fs-la sik 3 month post-operation." The cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).